Event description:
Medtronic received info that the pt implanted with this transcatheter pulmonary valve, had a rvot gradient of 40.5 at the time of discharge. Three years post implant, a balloon angioplasty was performed, following which, the mean gradient was 8. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
Additional information was recevied that eight years post implant, angiography during a balloon aortic valvuloplasty (bav) indicated stent fracture of at least 4 arms of the proximal aspect of the melody valve. No adverse patient effects were reported. Conclusion from the investigation: based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fractures is not determined. The product was not returned for analysis. Medtronic will continue to monitor field performance for similar events should they occur.